Event description:
It was reported that whenever the patient had to charge the implantable pulse generator (ipg), they would feel a burning sensation and the charger would leave physical burns. It was noted that the patient uses a charging belt and burns occur three hours into the charging session.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.